Manufacturer narrative:
(B)(6). A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an unknown 20mm diameter aortic limb graft occluded following an endovascular aneurysm repair (evar) procedure. The case occurred on (B)(6) 2021. At the completion of the case, the surgeon noted that the angiogram, "looked great." One limb was later found to be occluded. It was noted that the patient had, "a lot of thrombus in the neck and it looks like its come from above." Additional information regarding patient and event details has been requested, but is currently unavailable.

Manufacturer narrative:
Correction: in additional information it was confirmed that the complaint device is not manufactured by cook inc. As such, there is no alleged deficiency in identity, quality, durability, reliability, safety, effectiveness, or performance of a cook inc manufactured device. Therefore, this event no longer meets the set criteria for a reportable event per 21 cfr part 820. Additionally, this event is not reportable under FDA 21 cfr part 803 as this device is not sold in the us and there is not a same/similar device manufactured by cook inc that is marketed in the u.s. No further reports regarding this event will be submitted.

Event description:
In additional information received on 31jan2022 the device rpn was provided and it was confirmed that the complaint device is not manufactured by cook inc.